Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with ¿error 1814¿. While the patient was being instructed on how to remove the batteries, it was noted that the chemo had leaked, and the black pouch/pump were covered in a dried white residue. The patient was able to put on gloves, remove the batteries, and close the clamp. The patient was redirected to their clinic. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.